Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited ventricular oversensing of the concomitant pacemaker. The atrial output of the pacemaker is 2 volts. This issue is occuring about 10 percent of the time.